Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of it delivering higher than set peep (positive end expiratory pressure), low vte (exhaled tidal volume) and delivering an unexpected (unstable) breath rate were confirmed. The asp replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the efm.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was delivering higher than set peep (positive end expiratory pressure) and low vte (exhaled tidal volume) levels. It was also reported that the device had been delivering an unexpected (unstable) breath rate. There was no patient involvement associated with the reported event.